Manufacturer narrative:
Upon receipt of this artificial urinary sphincter (aus) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cuff, pump and balloon were visually examined and microscopically tested. No anomalies were found with the components. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that six months after artificial urinary sphincter (aus) implant surgery, the device stopped working and the patient started to experience incontinence. A replacement surgery was performed. No further patient complications were reported.

Event description:
It was reported that. Six months post-implant of this artificial urinary sphincter (aus), the device stopped working and the patient started to experience incontinence. A replacement surgery was performed. No patient complications were reported.